Event description:
New information received states that the lead tested normal after ICD replacement. The lead remains implanted.

Event description:
It was reported that during a routine follow-up, high out of range, high voltage lead impedance measurements were observed. Lead replacement was scheduled. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.